Manufacturer narrative:
Product complaint #: (B)(4). Event date: unk. Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Could you please provide more details of the reloads for "they showed a irregular grabbing"? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the reloads opened were discarded by the surgeon. They showed an irregular grabbing. No patient consequence reported.